Manufacturer narrative:
The product was returned. Solution and a small drop of blood is dried on the lens. The optic is cut into two portions, typical of insertion and removal. Both cut optic portions have small scratches and split/cracks, which may have been interpreted as the reported complaint of ¿lens had a crease in it". Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge, with a handpiece, and viscoelastic. The optic has small scratches and split/cracks, which may have been interpreted as by the customer as the reported complaint of "lens had a crease in it". All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the "lens had a crease in it." There was patient contact and the procedure was completed. Additional information was provided indicating that there was no patient harm.